Manufacturer narrative:
Correction to section d4: catalog and UDI numbers have been updated.

Event description:
It was reported that a button on the infusion device was defective.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.